Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix mesh (device 1). An additional supplemental emdr was submitted to represent the ventralight st using echo ps (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013- patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with explant of composix mesh (device 1), implant of ventralight st using echo ps (device 2). Per op notes, ¿omental adhesions were noted on the anterior abdominal wall and was dissected. The previous mesh was identified which appeared to be bard dual mesh with combination of gore-tex and polypropylene (device 1- composix mesh). Other hernia defect, which was the new defect, was found inferior to the prior hernia repair. The composix mesh (device 1) was excised and a ventralight st using echo ps (device 2) was placed into abdomen and tacked¿. On (B)(6) 2015 - patient was diagnosed with recurrence incisional hernia, thereby underwent laparoscopic repair with implant of ventralex mesh (device 3). Per op notes, ¿ventralight st using echo ps (device 1) was found adhered to the anterior abdominal wall and the mesh was found retracted into the hernia defect. A ventralex mesh (device 3) was inserted into the abdomen and was tacked but was uncovered so another unknown mesh was also placed into abdomen and sutures¿.